Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified first to second right posterolateral segment artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in a vertical form, between the blades at 5atm for 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).